Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering and the customer had high blood glucose level. The customer¿s blood glucose level was 248 mg/dl at the time of incident. The customer¿s current blood glucose level was 246 mg/dl. The customer was alleging possible pump under delivery. The customer performed hp test and found that insulin flow block alarm alerted and it passed. The insulin pump will not be returned for analysis.